Event description:
Surgeon reports pt had lens removed and a corneal transplant performed after several yrs of worsening keratopathy. Original lens implant was on 3/12/80. Beginning in 2/93, pseudophakic bullous keratopathy and cystoid macular edema were experienced. Condition continued to worsen until lens replacement and corneal transplant were performed. Pt is improving post-operatively with a current visual acuity of 20/200 (pre-operativ va was count fingers at 4 feet).